Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
This supplemental report was created to update the entry in h6: patient codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted. Additional information indicates that the system got infected when another procedure was completed. The patient ended up with sepsis which caused the system to be removed. There were no additional adverse patient effects reported. The rv lead was explanted.